Manufacturer narrative:
The customer used another monitor to measure the non-invasive blood pressure. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6). Reporter phone#: (B)(6).

Event description:
It was reported that a patient suffered a heart attack and another monitor had to be utilized. The pni did not go above 40 mmhg. No other clinical information or medical intervention was reported. The answers to the ¿allegation of injury/death¿, ¿patient/user harmed,¿ and the ¿potential safety event¿ questions are answered ¿no¿ and there is nothing in the event details that indicates any actual harm occurred, however as the patient suffered a heart attack and it was unknown if any harm occurred, rodi has been conservatively marked yes at this time. Additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).

Manufacturer narrative:
Reportability change: a good faith effort response was received indicating that there was no actual patient harm. This record is deemed not reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. No patient harm has been alleged or is expected. The available information does not support that this failure mode would be difficult to detect. In this scenario, the user expected the device to produce a vital sign reading, but the device did not produce any reading. Additionally, a failure to perform measurements would generate an inop message and alarm tone that would alert users to a problem. If the malfunction were to recur, the user is likely to utilize alternative monitoring processes in place of the reported defective vital sign parameter in order to monitor the patient. Alternatively, the user may switch to a back-up monitor. If a back-up monitor was unavailable and lack of a back-up monitor was to preclude the use of the scanning device in diagnosis, alternative diagnostic methods would be implemented as warranted for the patient. As per the definition of non-reportable, this device/product issue did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury upon recurrence. B1 adverse event or product problem is changed from both to product problem based on good faith effort response that there was no actual patient harm.